Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused, or contributed to the reported issue. The reported condition was verified. The reported device shuts down by itself when manipulated was not reproduced during evaluation. The event history log (ehl) review was performed and revealed that the customer experienced one event of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down by itself when manipulated. There was no known patient injury, or medical intervention associated with this event. No additional information is available.